Manufacturer narrative:
It was observed during an external audit at getinge (B)(6), that servicing practices at getinge (B)(6) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(6) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator's expiratory channel pc board and the ac/dc converter were damaged. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was found that the ac/dc converter was damaged and it was replaced. The following pre-use check then failed and it was found that it failed due to that the valves were not activated. The expiratory channel pc board was found defective and was replaced. The expiratory channel pc board contains electronics for handling of the expiratory valve control and safety valve control. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.